Event description:
A consumer reports she is not happy with her vision following bilateral intraocular lens implant surgery. She is taking legal action against her surgeon. The implanting surgeon was contacted. He stated there was no problem with the implanted lenses or the pt's postoperative results. Additional information has been requested including the pt's preoperative measurements. Preoperative visual acuities and postoperative visual acuities. Left eye (os): MDR# 1119421-2006-00260. Right eye (od): MDR # 1119421-2006-00261.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.